Event description:
The pt has two leads implanted with the same lot number. It was reported the pt is not receiving effective stimulation in her back. An sjm rep met with the pt and reprogramming was unable to resolve the issue. The pt is receiving injections for her back, and will continue reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.